Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one year, seven months post implant of this bioprosthetic aortic valve, this valve was replaced with a transcatheter bioprosthetic valve due to moderate to severe aortic regurgitation, with both intra-valvular and perivalvular components. The valve also exhibited severe aortic stenosis with a maximum velocity of 398.5 cm/s and a maximum pressure gradient of 63.5 mmhg. Prior to the replacement procedure, the patient presented with bilateral pedal edema and dyspnea on exertion. Following the replacement procedure, the patient was discharged home one day post-procedure, and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.